Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to clinic after receiving inappropriate shock for lead noise. Noise was present on the near field channel when the atrial channel and far field channel show sinus rhythm. During the episode secure sense detected a sensing latency between the far-field and discrimination channels. Lead capping was recommended. The patient will continue to be followed.

Event description:
It was reported when the patient presented to clinic after receiving inappropriate shock for lead noise. Noise was present on the near field channel when the atrial channel and far field channel show sinus rhythm. Lead revision was recommended. The patient will continue to be followed.